Event description:
It was reported that this was subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks due to ventricular fibrillation (vf). The second shock was noted to be ineffective. The patient was subsequently hospitalized. This device remains in service. No additional adverse patient effects were reported.